Manufacturer narrative:
Device passed rewind test, self test and displacement test. Device rewind function properly and no anomaly noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had knick on screen. The customer stated that the insulin pump was slower to rewound and sometime did not complete rewound process. Customer declined to report 24 hours technical support department. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.